Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in-clinic and provocative testing was performed, however, the noise could not be reproduced. No further intervention was performed at this time. The patient was stable and will continue to be monitored.